Manufacturer narrative:
Additional information has been requested. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
During a revision for a sub-trochanteric femur fracture for a non-union and broken nail, the surgeon was removing the proximal part of the nail first with the extraction hook and the nail was binding in the canal. Surgeon then created a distal window in the bone and took down the proximal part of the bone to create a straight course for removal of the distal part of the nail. All pieces of the nail were removed and patient was revised to a proximal femur plate.